Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through a pump reset, confirmed that malfunction did not recur after resetting, was advised to continue using pump, and was instructed to call back if malfunction appeared again.